Manufacturer narrative:
System was used for treatment. Kit lot e901 was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. The (B)(4) lot number was not provided as it was not administered. However, a review of all (B)(4) lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category photoactivation module leak and no trend was detected for this category. This assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4). Device not returned.

Event description:
Customer stated that during the cycle 1 while emptying the bowl, they had an alarm of blood leak but at this stage there was no evidence of a blood leak. They also had several systems error messages, reported on a separate complaint. When the customer disconnected the kit, after the treatment was complete and after the blood was already returned to the patient, they observed a blood leak coming from the tubing of the photoactivation module. Patient was in stable condition.